Event description:
It was reported that during a laparoscopic right nephrectomy procedure, the tissue pad fell off in first few activation. The probe is not able to coagulate tissue well. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time